Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and cardcage. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The spm was analyzed and the complaint was not confirmed by failure analysis (fa). In artemis, no error was found indicating the fault that happened in the field. Visual inspection, no issues were found that are related to the reported issue. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The cardcage was analyzed and the complaint was confirmed by fa. In the logs, errors 23,40 and 40084 was found indicating the fault, confirming the failure occurred in the field. Upon visual inspection, the filter was dirty. The cardcage was installed onto the golden system where the component functioned as expected. The golden system was set to run calibration and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Based on the field evaluation, this reported event was confirmed. The probable root cause cannot be determined based on failure analysis results. The spm and cardcage were visually inspected and evaluated for their mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned products were not able to replicate the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the customer was unable to power on the patient side cart (psc). The customer was electing to cancel cases due to this issue. Technical support engineer (tse) walked the customer through a hard power cycle on the system but there was no change. Customer stated the psc's power button was flashing blue and amber. The procedure was aborted without patient involvement.